Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the craniotome burr snapped during a trauma craniotomy case and damaged the patient's dura. There was a minor delay to change out the burr for another product and the operation completed with no other incident. Additional information is being requested on the patient's current condition and return of the device for analysis.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool returned was used and broken. It was noted that only the distal portion of the tool was received, the proximal portion of the tool was not received. Fracture occurred adjacent to tool exit from attachment and this site is consistent with the point of greatest stress in bending. The likely cause was identified as the tool failed from fatigue in plane bending causing the tool to fail and fracture when excessive pressure is put while cutting. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was confirmed that the patient had no further issues post-surgery and there were no additional actions taken.